Event description:
A (B) (6) male patient underwent surgery to remove a construct for successful fusion at l4-s1. As the surgeon was removing the sixth and last screw, the shaft of the incompass universal driver the surgeon was using, bent significantly. The surgeon utilized the second incompass universal driver in the kit and while removing the last screw, the prongs bent. There has been a previous adverse event associated with the malfunction of bent tips. The surgeon was able to straighten the prongs with a hammer long enough to finish removing the last screw. There was a 10 minute surgical delay.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending.